Manufacturer narrative:
No conclusion code available; final analysis found burn marks on the device circuit board and ac power adapter which caused the reported inability to power the transmitter.

Event description:
It was reported that the merlin@home transmitter does not light up when the power is turned on.